Event description:
To facilitate drainage of a pancreatic pseudocyst, the physicain used a willson-cook gi aspiration needle. The device was advanced through a side-viewing endoscope. The needle detached from the catheter and was retrieved with an extraction basket. The pt was reported to be in good condition.